Manufacturer narrative:
Concomitant medical products: product ID: 3057, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient stated that when she woke up today the device was no longer attached to her. She believe her leads are no longer inside of her. Patient did not know how this happened, but it did while she was sleeping. There was no troubleshooting done and the issue was not resolved at the time of this call. The patient indicator for use were for urge incontinence. No further complications were reported/anticipated.